Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported the clinician stated the puncture needle got broken. A new set was used successfully. There was no delay in treatment and no pt death or complications are reported.